Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that the coil had separated from the delivery wire. The delivery wire was kinked 132.5cm from the proximal end. Inspection of the delivery wire distal end noted that a stretched portion of the main coil remained attached to the delivery wire main junction. The proximal end of the main coil was extensively stretched. Examination under magnification found that the glue joint was present on the coil and the distal end of the main coil was kinked 1.1cm from the distal tip. The main junction on the delivery wire was still intact. No other anomalies were noted. The exact cause of the main coil separation could not be determined from the information available. It was concluded that operational context was the most likely cause of the issue.

Event description:
Analysis of the returned device found that the coil had separated from the delivery wire. There was no clinical consequence reported.